Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a foreign substance. The issue occurred during setup/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. Visual inspections with the naked eye and with magnification were performed on the sample and no foreign matter was observed in the container. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.